Event description:
It was reported that the device reached the elective replacement indicator (eri) after four years. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The analysis results showed that one sc45 device was returned with no visual non-conformances and with an (B)(4) fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a laparoscopic lobectomy procedure, there was no feedback when grasping the trigger at the second stroke of the first firing. The deployed staples were malformed. Reinforcement product was not used. The device might have clamped the calcified lymph node. Additional suture was performed. There were no adverse consequences for the patient. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)